Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and passed a system air leak test, valve actuation test, teach pump, and load cell verification. An as received simulated treatment with reduced dwell times was performed and completed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hospitalization due to negative ultrafiltration. However, there is no documentation to show a causal relationship between the event and use of the liberty select cycler. There is no record of the patient reporting cycler issues prior to this request for a new cycler. There is no documentation in the patient treatment record to show any iipv or large negative uf values. There are several reasons a patient can have negative ufs including pd catheter (not a fresenius product) issues and peritoneal membrane failure. Based on the available information ad no allegation or evidence of a device malfunction, the liberty select cycler can be excluded as the cause of the patient¿s hospitalization.

Event description:
It was reported that a peritoneal dialysis (pd) patient has experienced negative ultra filtration (uf) and has been admitted to the hospital. The patient would not be discharged without a cycler replacement. The technical support representative told the contact that the replacement might not resolve the patient¿s issues and advised on things to check when the patient is draining. A review of the patient¿s treatment records was performed and the treatment for (B)(6) 2019 did not show any increased intraperitoneal volume (iipv) or any extended drain times. A new cycler was issued to the patient. Additional information was requested, however it was not available.